Event description:
It was reported that the patient of hematology depart of hospital, acute lymphoblastic leukemia was inserted with catheter 34cm from left arm and elbow to superior vena cava on (B)(6) 2013 and treatment process was successful. On (B)(6) 2014, the patient went back for hospitalization and chemotherapy. The head nurse found the catheter was plugged and could not solve it, so she removed the catheter and found the catheter was not complete. By x-ray she found part of the catheter was broken into the superior vena cava. Then the residual tube which was about 12cm long was removed by invasive technology department through the femoral vein. Because chemotherapy was urgently required, the patient was reinserted with a new port.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexe1591 showed one other similar complain(s) from this lot number. The complaints for this lot number (rexe1591) have been reported from two (B)(6) facilities.